Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified. The upper housing was warped and replaced to remedy the problem. The customer stated they used a non-zoll battery and no battery was received as part of the investigation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, they were not able to seat the battery into the device. Complainant indicated that there was no patient involvement in the reported malfunction.